Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup: if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60 to 100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air tight and check for possible cracks, leaks, kinks, or occlusions. Before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. If using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick urine collection system, securely connect the purewick flex female external catheter to the collector tubing. Placement: have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. Removal: open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that she is very frustrated with the purewick machine and her mother keeps waking up covered in urine. I apologized and reviewed the situation with her. I determined that she is having a wick spacing issue since the patient is waking up with some of the urine in the cannister. I went over 3/4 inch of spacing and other tips. She stated she would give it a try but was not confident it would work since she's had nurses try to make it work and couldn't. She will callback if it doesn't. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per additional information received via email on 26dec2025, the machine is for my mom so female, 155 lbs., height 5¿7. Due to back related issues, she only lays on her back when she sleeps at night, which is when the machine is being used. This machine was ordered. No injury, but due to this defective device, she has already gotten a uti. Medical intervention was used to help position the wick. I had a nurse as well as a med tech that I paid to come out to make sure it was positioned correctly. The device was just bought in (B)(6) 2025 and I¿m seeking to have it replaced. It has not been replaced at this point. This pure whip device has not worked since the moment we received it. The suctioning is not consistent, and therefore my mom wakes up wet.

Event description:
It was reported that the patient stated that she is very frustrated with the purewick machine and her mother keeps waking up covered in urine. I apologized and reviewed the situation with her. I determined that she is having a wick spacing issue since the patient is waking up with some of the urine in the cannister. I went over 3/4 inch of spacing and other tips. She stated she would give it a try but was not confident it would work since she's had nurses try to make it work and couldn't. She will cb if it doesn't. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per additional information received via email on 26dec2025, the machine is for my mom so female, 155 lbs., height 5¿7. Due to back related issues, she only lays on her back when she sleeps at night, which is when the machine is being used. This machine was ordered for carolyn m. No injury, but due to this defective device, she has already gotten a uti. Medical intervention was used to help position the wick. I had a nurse as well as a med tech that I paid to come out to make sure it was positioned correctly. The device was just bought in (B)(6) 2025 and I¿m seeking to have it replaced. It has not been replaced at this point. This pure whip device has not worked since the moment we received it. The suctioning is not consistent, and therefore my mom wakes up wet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.